Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that there was continuity on the upstream sensor tail pins. It was determined that the upstream sensor had failed, causing the false air in line alarms. The upstream sensor has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.